Manufacturer narrative:
G4:20jan2021; b4:21jan2021. The customer responded to an email that the v60 user interface assembly has been installed and has resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jun2020.

Event description:
It was reported that the unit had a dark display and navigation ring failure. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer confirmed the brightness was turned up to 10. The customer also reported that the bezel appeared to be damaged as well as the blue end cap. The technician recommended that the customer replace the graphic user interface and bezels.